Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. Returned therapy cable testing was not performed due to physical damage caused by rough handling in the field. Confirmation of the alleged deficiency could not be documented due to unavailability of the therapy cable. Will continue to trend for future occurrences.

Event description:
The patient called in to report getting "connect the plug to your monitor alerts". Customer care troubleshooted by rebooting the entire system but the monitor and therapy cables are not registering as one system. The issue was not resolved. There was no patient injury reported. The failure to connect therapy cable with monitor indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy before a replacement can be provided.